Event description:
The customer reported the system displayed a can bu error code and thereby failed to produce fluoroscopy x-ray. No report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. It was advised to replace the cable. No additional information has been disclosed.